Event description:
Avanos medical inc. Received a single report that referenced eighteen incidences, which were associated with one device, involving the same patient. This is the fifth of eighteen reports. See 3011270181-2023-00061 for first event. See 3011270181-2023-00062 for second event. See 3011270181-2023-00063 for third event. See 3011270181-2023-00064 for fourth event. See 3011270181-2023-00066 for sixth event. See 3011270181-2023-00067 for seventh event. See 3011270181-2023-00068 for eighth event. See 3011270181-2023-00069 for ninth event. See 3011270181-2023-00070 for tenth event. See 3011270181-2023-00071 for eleventh event. See 3011270181-2023-00072 for twelfth event. See 3011270181-2023-00073 for thirteenth event. See 3011270181-2023-00074 for fourteenth event. See 3011270181-2023-00075 for fifteenth event. See 3011270181-2023-00076 for sixteenth event. See 3011270181-2023-00077 for seventeenth event. See 3011270181-2023-00078 for eighteenth event. It was reported that the microcuff vent connector detached from the endotracheal tube. No injury or medical interventions reported.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of 13 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.